Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address groin pain and a reduction in hip flexion. Little to no evidence of metallosis or tissue staining.

Manufacturer narrative:
(B)(6). The devices associated with this report were not returned. A review of the device history records for lot codes 3090599 and 3104325 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address groin pain and a reduction in hip flexion. Little to no evidence of metallosis or tissue staining. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, inflammation, difficulty ambulating and elevated metal ion levels. There is no additional information that would affect the outcome of this investigation.

Event description:
Update rec¿d ((B)(4) 2014) - litigation papers received. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 3090599 and 3104325 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2013 indicated the metal ions levels were below 7ppb. At this time we will not report the stem. There is no new additional information that would affect the investigation.